Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported charging cable is difficult to use to get pump to charge. Have to hold or twist a certain way in order for the pump to start charging. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.